Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported via phone call that the customer was admitted to the emergency room on (B)(6) 2015 with a blood glucose of 400 mg/dl. Customer's blood glucose was too high and she was only using the pump. Customer was not sure how to give insulin without the pump. Customer had hypoglycemia and was given an IV with fluids and a lantus. Customer was not wearing the pump at the time of the emergency room visit. Caller stated that the pump was removed because it was acting crazy and numbers were ramping up over 300. The pump was also beeping a constant tone as soon as the customer was disconnected from the pump. Customer changed the battery out of the pump, but she kept receiving beeping noises. Caller stated that the buttons were unresponsive. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer did not want to troubleshoot for the constant tone.

Manufacturer narrative:
The pump passed the functional tests including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with intermittent button response during testing due to corroded keypad traces. No ramping on the display, button error alarm, constant tone alarms, or unexpected siren noises noted during testing. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and a cracked belt clip slot.